Manufacturer narrative:
The company rep could duplicate the reported problem, "electrical test code #53" (shuttle transducer offset failure). The company rep replaced the drive transducer (part number 0682-00-0076-01). The company rep performed calibration, functional and safety tests. The unit met factory specifications and was returned to the customer. The issue was narrowed down to known insufficient curing of epoxy on the transducer that resides within drive manifold. Due to increase in the number of transducer (part number 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; as a result, the residual epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at maquet mfg facility to more effectively screen out the impedance failures. Hlth hazard evaluation determined the risk associated with this failure mode is none/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with manufactured codes later than february 2011. (B)(4).

Event description:
The customer reported that prior to use on a pt the unit displayed the "electrical test code #53" (shuttle transducer offset failure) with an audible alarm while powering the unit up. The unit was replaced and therapy was initiated. No pt injury was reported.